Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the syringe was difficult to be attached to the pilot balloon. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. The stylet was received as well. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system, the failure mode cuff won¿t inflate is confirmed. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.